Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the clinic remotely via merlin.net transmission. The transmission showed the implantable cardiac monitor exhibited two false episodes of cardiac pauses caused by intermittent undersensing. Programming changes were recommended but were not made at this time due to local travel restrictions. There were no adverse consequences to the patient.